Event description:
It was reported that the surgeon has had two patients develop idiopathic pulmonary fibrosis after implantation of bmp.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.